Manufacturer narrative:
(B)(4). No parts were returned to teleflex chelmsford for investigation. The reported complaint iab: leak (suspected) is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that during a catheterization procedure, after the intra-aortic balloon (iab) was implanted in the body, the user noted that the connection between the protective film and the hemostatic sleeve was disconnected resulting in the balloon ball. The balloon connecting rod is contaminated and as a result a new iab was used to complete treatment. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab connection problem with "the hemostatic sleeve" is not confirmed. Upon return, the iabc hemostasis cuff was noted disconnected from the cathgard sleeve; however, the component and its mating components passed visual and functional testing. There was no connection problem identified during investigation of the cuff and cathgard sleeve. The returned catheter passed functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that during a catheterization procedure, after the intra-aortic balloon (iab) was implanted in the body, the user noted that the connection between the protective film and the hemostatic sleeve was disconnected resulting in the balloon ball. The balloon connecting rod is contaminated and as a result a new iab was used to complete treatment. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a catheterization procedure, after the intra-aortic balloon (iab) was implanted in the body, the user noted that the connection between the protective film and the hemostatic sleeve was disconnected resulting in the balloon ball. The balloon connecting rod is contaminated and as a result a new iab was used to complete treatment. There was no report of patient complications, serious injury or death.